Manufacturer narrative:
The device was returned as part of an annual inspection, finding that the bending section cover adhesive had a gap, bending cover had excessive stress, light guide lens was chipped due to a shock caused by dropping the endoscope and knocking to a hard surface/object, there was damage or deformation due to physical stress, and there was damage to the imaging unit resin. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
A user facility returned the olympus device, colonovideoscope, to the olympus service center for annual inspection. Upon inspection and testing of the returned device, it was observed that air/water tube and the air/water cylinder contained foreign material. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected, and it was unknown if reprocessing was performed according to the instructions for use (IFU). Therefore, the cause of the material remaining in the device could not be determined. The instruction manual states the detection method associated with the event in "gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection", and preventative measures in "gif/cf/pcf-190 series reprocessing manual chapter 5: reprocessing the endoscope." Olympus will continue to monitor field performance for this device.